Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after the physician unpacked the first sensor, he found that the white connector of the microsensor was loose. When he attempted to inject water into the microsensor from the ventricle end, there was water leaking from the white connector. The physician changed with a second microsensor (B)(4) which was implanted without issues. Three hours after the procedure, the second microsensor leaked csf. The physician retrieved the microsensor and stop monitoring.

Manufacturer narrative:
The microsensor (ID 826633) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is improper cap tolerance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.